Manufacturer narrative:
During a routine interrogation, access to aida+ programming would not operate, resulting in an error message. Device remains implanted and is functioning normally. The analysis review of production history records showed that this device was in specification when it was released. Review of production records of the suspect device reveals no anomaly. Consequently, available evidence indicates that the device was in specification when released. On february 16, 2004, aida+ could not be accessed on this device. When the aida+ button was pressed, a message stating "aida data reading has been interrupted" and then "loading data..." Was displayed in the diagnosis window. Therefore, device failed to meet a specification after use. Since the analysis files resulting from the previous described procedure were not retrieved and forwarded for analysis, no final conclusion could be drawn (these analysis files are files saved by the programmer and containing: 1- the recent history of communications with the programming head, the implant, and the activation of the user interface and 2- and device memory data upon reinitialization. These files are not available by the user, but the user may send a copy to the MFR for analysis). However, it should be noted that the reported behavior might result from automatic switch off of device holter: since holter can not be restored by commercial programming software elaview 1.20ug1, aida+ programming or reading of any memory features could not be performed afterwards.

Event description:
It was reported that when this device interrogated during a follow-up appointment, an attempt to access aida+ resulted in an error message. The device was programmed into standby mode using specific engineering software; re-initialization with standard programming software restored normal device functioning and remains implanted. Note: this MDR is being filed late due to ela medical getting a complete understanding of the reporting requirements.